Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('organ perforation') in a (B)(6) female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no personal medical-surgical medical history of interest at the time of the incident. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient was found to have hormone level abnormal ("altered hormones check"). On an unknown date, the patient experienced perforation (seriousness criteria hospitalization and intervention required), hypersensitivity ("allergic reaction"), unevaluable event ("metallosis"), back pain ("lumbar pain"), urinary tract infection ("urinary tract infection"), alopecia ("loss of all her body hair / alopecia"), urticaria ("urticarial rash"), vaginal infection ("vaginal infections"), paraesthesia ("paresthesia in her face and her upper limbs") and rash ("rashes in her body"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (removal the essure device by hysteroscopy and also removal of uterus, ovaries and fallopian tubes) on (B)(6) 2018. At the time of the report, the perforation, hypersensitivity, unevaluable event, back pain, urinary tract infection, alopecia, urticaria, vaginal infection, paraesthesia, rash and hormone level abnormal outcome was unknown. The reporter considered alopecia, back pain, hormone level abnormal, hypersensitivity, paraesthesia, perforation, rash, unevaluable event, urinary tract infection, urticaria and vaginal infection to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("organ perforation") and metal poisoning ("metallosis") in a 41 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sprain (pain in 5th meta while walking) on (B)(6) 2017, shoulder arthritis (acromioclavicular joint with marked inflammatory changes) and tendinopathy (subscapularis tendon prominent thickening, tendinosis, calcification, left supraspinatus, degenerative) on (B)(6) 2017, rotator cuff tendinitis (shoulder pain 8 months of evolution) and notalgia paresthetica (dark-colored, pruritic, erythematosquamous lesions of years of evolution on the back) in 2016, radius fracture (trauma, hand) and amyloidosis (on the back lichenified pruritic plaques of macular amyloidosis) in 2015, synovial cyst (painful, left carpus of a 2 cm case on second- and third-degree extensors) in 2012, osteopenia (bone and cartilage disease) in 2009, hemorrhoids and knee pain in 2008, cystocele and stress urinary incontinence in 2007, low back pain (several years of evolution in relation to efforts and physical activity, radiating sometimes to lower left limb, 2016 low back pain and decreased lumbar lordosis) in 2005 and scoliosis, acute bronchitis, bronchial asthma, pollen allergy, rhinoconjunctivitis, cold and catarrh in 2004. No personal medical-surgical medical history of interest at the time of the incident. The patient had a family history of graves-basedow disease (sister). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the day of essure (ess205) insertion, she experienced procedural pain ("slightly painful essure placement"). On (B)(6) 2005 she experienced back pain ("lumbar pain of years of evolution"). On (B)(6) 2005 she experienced allergy to metals ("allergic reaction to nickel"). On (B)(6) 2005 she experienced notalgia paraesthetica ("stains on the back, dark-colored, pruritic, erythematosquamous lesions of years of evolution on back"). On (B)(6) 2015 she experienced alopecia universalis ("loss of all her body hair / fibrosing frontal alopecia with erythema and perifollicular edema"). On (B)(6) 2017 she experienced dermatitis ("cleavage dermatitis"). On (B)(6) 2018 she was found to have hormone level abnormal ("altered hormones check"). Essure (ess205) was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), metal poisoning (seriousness criterion medically important), urinary tract infection ("urinary tract infection"), urticaria ("urticarial rash / welts in her body"), vaginal infection ("vaginal infections"), paresthesia ("paresthesia in her face and her upper limbs"), paresthesia upper limb ("upper extremity paraesthesia") and facial paraesthesia ("facial paraesthesia"). The patient was hospitalised from (B)(6) 2018. The patient was treated with surgery (essure removed by laparotomy hysterosalpingectomy, ovary removal). At the time of the report, the dermatitis had resolved. The outcomes for fallopian tube perforation, metal poisoning, allergy to metals, back pain, urinary tract infection, alopecia universalis, urticaria, vaginal infection, paresthesia, hormone level abnormal, procedural pain, notalgia paraesthetica, paresthesia upper limb and facial paraesthesia were unknown. The reporter considered allergy to metals, alopecia universalis, back pain, dermatitis, fallopian tube perforation, hormone level abnormal, metal poisoning, notalgia paraesthetica, paresthesia, paresthesia upper limb, facial paraesthesia, procedural pain, urinary tract infection, urticaria and vaginal infection to be related to essure (ess205) administration. The reporter commented: essure was removed due to the adverse event. The patient was admitted scheduled for surgical intervention to remove the device by removing the uterus, bilateral salpingectomy, ovaries in (B)(6) 2018. On (B)(6) 2018, the patient presented daily intense pruritus in the neckline and local erythema on sep and oct. She was reported as recovered from the dermatitis event on the cleavage on this date. On (B)(6) 2019, angioma located on the back. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: diagnosis of allergy to nickel who, as a result of the surgical intervention, presented a reaction characterized by itching located in undetermined areas, which was later followed by a skin rash lasting 1-2 hours. She had a skin reaction on the chest lasting days that did not subside with taking antihistamines. Diagnosis: cleavage dermatitis [blood test] on (B)(6) 2018: very high antithyroid antibodies with normal tsh values. Tsh: 2.2. Thyroid antibodies: tpo 7.198, tg: 465 [hysteroscopy] on (B)(6) 2003: essure placement [pathology test] on (B)(6) 2018: atrophic endometrium, leiomyomas, atrophy of the ovaries, tubes, metal spring [scan] on (B)(6) 2003: essure placement controlled [skin test] on (B)(6) 2018: for nickel and gold thiosulfate [x-ray] on (B)(6) 2018: painful area showed rectification of lumbar lordosis, discopathy that needed to be ruled out. Diagnosis of low back pain. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: follow up received via lawyer: report now medically confirmed, reporters, plaintiff birth date, medical history, test data added (none reported previously besides ). Addition of event: procedural pain, notalgia paresthetica, dermatitis, paraesthesia. Hypersensitivity was changed to metal allergy. Comment added (none reported previously). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') and metal poisoning ('metallosis') in a 41-year-old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no personal medical-surgical medical history of interest at the time of the incident. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient was found to have hormone level abnormal ("altered hormones check"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), hypersensitivity ("allergic reaction"), metal poisoning (seriousness criterion medically significant), back pain ("lumbar pain"), urinary tract infection ("urinary tract infection"), alopecia universalis ("loss of all her body hair / alopecia"), urticaria ("urticarial rash / welts in her body"), vaginal infection ("vaginal infections") and paraesthesia ("paresthesia in her face and her upper limbs"). The patient was hospitalized from (B)(6) 2018. The patient was treated with surgery (removal the essure device by hysteroscopy and also removal of uterus, ovaries and fallopian tubes). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, hypersensitivity, metal poisoning, back pain, urinary tract infection, alopecia universalis, urticaria, vaginal infection, paraesthesia and hormone level abnormal outcome was unknown. The reporter considered alopecia universalis, back pain, fallopian tube perforation, hormone level abnormal, hypersensitivity, metal poisoning, paraesthesia, urinary tract infection, urticaria and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("organ perforation") and metal poisoning ("metallosis") in a 41 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sprain (pain in 5th meta while walking) on (B)(6) 2017, shoulder arthritis (acromioclavicular joint with marked inflammatory changes) and tendinopathy (subscapularis tendon prominent thickening, tendinosis, calcification, left supraspinatus, degenerative) on (B)(6) 2017, rotator cuff tendinitis (shoulder pain 8 months of evolution) and notalgia paresthetica (dark-colored, pruritic, erythematosquamous lesions of years of evolution on the back) in 2016, radius fracture (trauma, hand) and amyloidosis (on the back lichenified pruritic plaques of macular amyloidosis) in 2015, synovial cyst (painful, left carpus of a 2 cm case on second- and third-degree extensors) in 2012, osteopenia (bone and cartilage disease) in 2009, hemorrhoids and knee pain in 2008, cystocele and stress urinary incontinence in 2007, low back pain (several years of evolution in relation to efforts and physical activity, radiating sometimes to lower left limb, 2016 low back pain and decreased lumbar lordosis) in 2005 and scoliosis, acute bronchitis, bronchial asthma, pollen allergy, rhinoconjunctivitis, cold and catarrh in 2004. No personal medical-surgical medical history of interest at the time of the incident. The patient had a family history of graves-basedow disease (sister). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the day of essure (ess205) insertion, she experienced procedural pain ("slightly painful essure placement"). On (B)(6) 2005 she experienced back pain ("lumbar pain of years of evolution"). On (B)(6) 2005 she experienced allergy to metals ("allergic reaction to nickel"). On (B)(6) 2005 she experienced notalgia paraesthetica ("stains on the back, dark-colored, pruritic, erythematosquamous lesions of years of evolution on back"). On (B)(6) 2015 she experienced alopecia universalis ("loss of all her body hair / fibrosing frontal alopecia with erythema and perifollicular edema"). On (B)(6) 2017 she experienced dermatitis ("cleavage dermatitis"). On (B)(6) 2018 she was found to have hormone level abnormal ("altered hormones check"). Essure (ess205) was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), metal poisoning (seriousness criterion medically important), urinary tract infection ("urinary tract infection"), urticaria ("urticarial rash / welts in her body"), vaginal infection ("vaginal infections"), paresthesia ("paresthesia in her face and her upper limbs"), paresthesia upper limb ("upper extremity paraesthesia") and facial paraesthesia ("facial paraesthesia"). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (essure removed by laparotomy hysterosalpingectomy, ovary removal). At the time of the report, the dermatitis had resolved. The outcomes for fallopian tube perforation, metal poisoning, allergy to metals, back pain, urinary tract infection, alopecia universalis, urticaria, vaginal infection, paresthesia, hormone level abnormal, procedural pain, notalgia paraesthetica, paresthesia upper limb and facial paraesthesia were unknown. The reporter considered allergy to metals, alopecia universalis, back pain, dermatitis, fallopian tube perforation, hormone level abnormal, metal poisoning, notalgia paraesthetica, paresthesia, paresthesia upper limb, facial paraesthesia, procedural pain, urinary tract infection, urticaria and vaginal infection to be related to essure (ess205) administration. The reporter commented: essure was removed due to the adverse event. The patient was admitted scheduled for surgical intervention to remove the device by removing the uterus, bilateral salpingectomy, ovaries in (B)(6) 2018. On (B)(6) 2018, the patient presented daily intense pruritus in the neckline and local erythema on sep and oct. She was reported as recovered from the dermatitis event on the cleavage on this date. On (B)(6) 2019, angioma located on the back. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: diagnosis of allergy to nickel who, as a result of the surgical intervention, presented a reaction characterized by itching located in undetermined areas, which was later followed by a skin rash lasting 1-2 hours. She had a skin reaction on the chest lasting days that did not subside with taking antihistamines. Diagnosis: cleavage dermatitis. [Blood test] on (B)(6) 2018: very high antithyroid antibodies with normal tsh values. Tsh: 2.2. Thyroid antibodies: tpo 7.198, tg: 465. [Hysteroscopy] on (B)(6) 2003: essure placement. [Pathology test] on (B)(6) 2018: atrophic endometrium, leiomyomas, atrophy of the ovaries, tubes, metal spring. [Scan] on (B)(6) 2003: essure placement controlled. [Skin test] on (B)(6) 2018: for nickel and gold thiosulfate. [X-ray] on (B)(6) 2018: painful area showed rectification of lumbar lordosis, discopathy that needed to be ruled out. Diagnosis of low back pain. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') and metal poisoning ('metallosis') in a 41-year-old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no personal medical-surgical medical history of interest at the time of the incident. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient was found to have hormone level abnormal ("altered hormones check"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), metal poisoning (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), back pain ("lumbar pain"), urinary tract infection ("urinary tract infection"), alopecia universalis ("loss of all her body hair / alopecia"), urticaria ("urticarial rash / welts in her body"), vaginal infection ("vaginal infections") and paraesthesia ("paresthesia in her face and her upper limbs"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (removal the essure device by hysteroscopy and also removal of uterus, ovaries and fallopian tubes). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, metal poisoning, hypersensitivity, back pain, urinary tract infection, alopecia universalis, urticaria, vaginal infection, paraesthesia and hormone level abnormal outcome was unknown. The reporter considered alopecia universalis, back pain, fallopian tube perforation, hormone level abnormal, hypersensitivity, metal poisoning, paraesthesia, urinary tract infection, urticaria and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: health authority number was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.